Event description:
It was reported that during a procedure a vc connect faradrive 180p was selected for use. However, when the physician attempted to put wire in fd dilator, it was unable to proceed noticing shearing on dilator and wire. The physician decided to replace the dilator and the wire. The issue was resolved and the procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis. It was further informed that seems like the rf coating gummed up mid wire.

Manufacturer narrative:
Investigation summary: the wire was returned for analysis and when it was first received the wire was visually inspected where it was noted that the insulation of the device appeared to have been removed and the wire was cut into two pieces. For one of the pieces the insulation and covering were completely absent, and the other piece had bunched and frayed insulation. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the versacross risk documentation was completed and confirmed that the event of insulation damage was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of failure to follow instructions as the damage that was observed is consistent with observations when a device is inserted or retracted through a metal introducer

Event description:
It was reported that during a procedure a vc connect faradrive 180p was selected for use. However, when the physician attempted to put wire in fd dilator, it was unable to proceed noticing shearing on dilator and wire. The physician decided to replace the dilator and the wire. The issue was resolved and the procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis. It was further informed that seems like the rf coating gummed up mid wire.